Event description:
It was reported to philips that the device displayed a red "x" in the ready for use indicator and required service. There was no reported patient or user involvement and no adverse patient/user impact.